Event description:
It was initially reported that the physician's handheld was freezing on the "interrogation successful" screen. The problem began a couple weeks prior to the initial reported. The physician resolves the issue with a hard reset but requested a new handheld as he was tired of performing hard resets. Good faith attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that indicated that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the alleged screen freeze complaint is a known issue that has been evaluated and addressed through a CAPA investigation. No further pa testing is required for this particular event. No other issues (beyond the known car issue) were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications.